Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the gore case number. Product history review: a review of the manufacturing records indicated the device met pre-release specifications. The device is available for investigation, but was not received yet. An engineering investigation will be conducted, after receipt of the device. Further investigation is being conducted and will be included in the final report. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent treatment for an endovascular aneurysm repair (evar) and afterwards the left common iliac artery (aic) must be treated with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx-device). It was stated that an 8 fr cook sheath over a 0.035¿ rosen guidewire was inserted in the left arm to advance a 11 mm x 79 cm vbx-device into the left aic, as the external iliac artery (aie) was not available, as occluded. It did not go very smoothly and needed some manipulation to get to the left aic and after ballooning the vbx-device at the lesion, the balloon did not want to go back, even under vacuum. In addition, the hub went off. Eventually, they managed to remove all parts, namely the catheter, the stent, the balloon, and the broken hub. It was reported that another 11 mm x 59 cm vbx-device was used and was implanted successfully. There was no report of patient harm. It was mentioned that it was a difficult procedure the whole time and that not a straight delivery catheter but an angulated one was used.

Manufacturer narrative:
B5 describe event or problem was updated. Engineering investigation: product investigation report conclusion - the primary reported device failure, related to an inability to deflate the balloon, could not be confirmed during engineering evaluation; the balloon appeared fully deflated as returned. The root cause for the primary reported device failure could not be established with the available information. The secondary reported device failure, related to broken components, was confirmed during engineering evaluation. The root cause for the secondary reported device failure could not be established with the available information. The returned device exhibited several forms of damage (e.g. Catheter kink, catheter damage, dual lumen necking). The cause for these damages could not be determined, but they are consistent with damage resulting from an unknown device interaction during withdrawal or manipulation of the device either during or after the procedure.

Event description:
It was reported to gore that the patient underwent treatment for an endovascular aneurysm repair (evar) and afterwards the left common iliac artery (aic) needed to be treated with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx-device). It was stated that an 8 fr cook sheath over a 0.035¿ rosen guidewire was inserted in the left arm to advance a 11 mm x 79 cm vbx-device into the left aic, as the external iliac artery (aie) was not available, as occluded. There was difficulty advancing the vbx-device through the sheath and it did not go very smoothly to get to the left aic. After ballooning the vbx-device at the lesion, there were difficulties withdrawing the balloon through the sheath, even under vacuum. It was not mentioned that excessive force was used during the withdrawal. The hub separated from the catheter shaft. Eventually, they managed to remove all parts, namely the catheter, the stent, the balloon, and the broken hub. It was reported that another 11 mm x 59 cm vbx-device was used and was implanted successfully. There was no report of patient harm. It was mentioned that it was a difficult procedure the whole time and that not a straight delivery catheter, but an angulated one was used.

Manufacturer narrative:
B5 describe event or problem was updated. Product investigation report conclusion - the primary reported device failure, related to difficulty advancing the device through the sheath, could not be confirmed during engineering evaluation due to the damage to the delivery system as returned and because of differences between conditions seen in vivo and those seen in the laboratory. The root cause for the primary reported device failure could not be established with the available information. The secondary reported device failure, related to difficulty withdrawing the device through the sheath, could not be confirmed during engineering evaluation due to the damage to the delivery system as returned and because of differences between conditions seen in vivo and those seen in the laboratory; the balloon also appeared fully deflated as returned. The root cause for the secondary reported device failure could not be established with the available information. An additional reported device failure, related to the hub separating from the catheter shaft, was consistent with the engineering evaluation findings of the hub being returned detached from the catheter; there was a break in the catheter shaft rather than a bond failure in the components. The root cause for this additional reported device failure could not be established with the available information. The returned device exhibited several forms of damage (e.g. Catheter kink, catheter damage, dual lumen necking). The cause for these damages could not be determined, but they are consistent with damage resulting from an unknown device interaction during withdrawal or manipulation of the device either during or after the procedure.

Event description:
It was reported to gore that the patient underwent treatment for an endovascular aneurysm repair (evar) and afterwards the left common iliac artery (aic) needed to be treated with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx-device). It was stated that an 8 fr cook sheath over a 0.035¿ rosen guidewire was inserted in the left arm to advance a 11 mm x 79 cm vbx-device into the left aic, as the external iliac artery (aie) was not available, as occluded. There was difficulty advancing the vbx-device through the sheath and it did not go very smoothly to get to the left aic. After ballooning the vbx-device at the lesion, there were difficulties withdrawing the balloon through the sheath, even under vacuum. It was not mentioned that excessive force was used during the withdrawal. The hub separated from the catheter shaft. Eventually, they managed to remove all parts, namely the catheter, the stent, the balloon, and the broken hub. It was reported that another 11 mm x 59 cm vbx-device was used and was implanted successfully. There was no report of patient harm. It was mentioned that it was a difficult procedure the whole time and that not a straight delivery catheter, but an angulated one was used. Please notice that it was stated that both the stent graft was successfully deployed and the stent graft was removed successfully from the patient and it is not possible to rectify the discrepancy on the reported information, despite ongoing communication.